Manufacturer narrative:
Although it is unknown if the involved device contributed to the reported event, we are filing this MDR for notification purposes. This part is not available in the us for market, however, a like device with part# 55840004540, 510k# k113174 and upn# (B)(4) is available for sale in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: compression fracture at l4, l5. Procedure or technique used: l1/iliac posterior fixation. It was reported that post-op, infection symptoms were observed in the patient. It was unknown whether the infection was due to the implant. Revision surgery was performed as a result of the event. In the revision surgery washing was performed.